Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was tested 3 times all 3 tests passed within our internal specification. However, service will replace the downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that the alarm of a smiths medical cadd legacy pump kept on going off. No adverse effects were reported.